Event description:
Last month, I attempted to do transcranial magnetic stimulation therapy for my chronic depression. Unfortunately, it ended up making my depression worse and gave me persistent insomnia that I still haven't recovered from. For this reason, I had to stop the therapy after 1 1/2 weeks.